Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory product ID: neu_e ns_stimulator, product type: external neurostimulator. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_stylet_acc, product type: accessory. (B)(4).

Event description:
It was reported that the lead was damaged during the procedure. The caller said that the lead broke at the top and bottom for a stage one trial. The caller will be sending the lead back for analysis. Additional information reports the lead didn¿t get implanted. The lead bends (insulation issue near electrodes on both ends. The patient was alive. The representative was unsure what caused the lead to break/bend. The doctor was threading the curved stylet through and trying to clamp the stylet on, and that was when she noticed the top bent. The bottom was after they tried the straight stylet and wasn't all the way through, the bottom was bent against something in the sacrum. They removed before we ever deployed and we opened a new lead to use for testing and to deploy. The new lead was working well for patient so far. I'm unsure if she will move onto implant, as she still has two weeks left in trial.